Manufacturer narrative:
Additional information: d10, h3, h6. The damage found was sustained during procedure. The lead was otherwise normal.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a right ventricular lead separated from the tip and had its insulation exposed after physician attempted a tug test during the implantation procedure. Physician chose to use a different lead and procedure was successfully completed. There were no patient symptoms and patient was stable after the procedure.